Manufacturer narrative:
Device remains inside patient.

Event description:
It was reported that the physician was unable to remove the retriever and it broke off inside the vessel. It was not retrieved and remains inside the patient. No further information was provided.